Event description:
A customer contacted beckman coulter (bec) reporting a clear fluid leak beneath the coulter lh 750 hematology analyzer which was not contained within the instrument. Approximately 40 ml or more fluid was produced during the leak. There was no indication that the leak affected either sample or reagent integrity, and there is no evidence of cross-contamination. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were reported out of the laboratory. There was no death, injury, or affect to patient treatment.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse indicated that the leak was due to a slight hole in tubing at the pinch valve after fluid detector. The fse replaced the vls line that goes from needle vent port to the fluid detector 1 and 2 to the t fitting. The tubing leak occurred after the fluid detector, so no error messages occurred. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).